Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and it is likely that procedural conditions influenced the reported difficulties. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the torn leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve despite bad echo quality. Grasping was difficult however the clip was able to be deployed. After deployment, the posterior leaflet was noted to be torn. An attempt was made to place a second clip to stabilize the torn leaflet however was unsuccessful due to the poor imaging. The procedure was aborted with the mr remaining at 4. When the echo probe was removed, blood was noted due to a laceration of the esophagus. Per the physician, the laceration was due to the probe, not the mitraclip device. No additional information was provided.